Event description:
It was reported that the customer experienced a "high" blood glucose (bg), cause unknown (specific bg value was not provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a manual injection to address the high bg. Tandem technical support (cts) performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended due to the customer not having a cgm connection to the pump, and the customer acknowledge pump was working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.